Manufacturer narrative:
Block h2: additional information: block b5, block d7 (sud reprocessed and reused), and block h8. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found the balloon was burst, thereby confirming the reported event. It was also noted that the catheter was cut. Microscopic analysis was performed which confirmed the balloon was burst and the catheter was cut. It is possible that the interaction between the balloon with scope and other devices during the procedure could have created friction on the balloon, leading to the balloon bursting during the procedure. Additionally, the found problem of catheter being cut probably happened due to the device was removed from the patient together with the scope and later the catheter was cut to remove the device from the scope. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon burst when inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. **additional information received on (B)(6), 2021** reportedly, the anatomy location was distal esophagus and the balloon burst when inflated to 19 millimetre.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon burst when inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.